Manufacturer narrative:
Philips has investigated this complaint. The information obtained during the investigation identified that the reported complaint does not relate to an event and rather relates to 13 not-reportable malfunctions which have been previously raised by the customer. Each issue has been addressed in individual not-reportable complaints and the appropriate solutions were provided to the customer. At the time this complaint was received, philips did not have enough information to exclude the complaint as reportable. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This is a general dissatisfaction, not concerning a specific clinical occurrence. Therefore, this complaint was re-evaluated as non-reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system has too many failures. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The information obtained during the investigation identified that the reported complaint does not relate to an event and rather relates to 13 not-reportable malfunctions which have been previously raised by the customer. Each issue has been addressed in individual not-reportable complaints and the appropriate solutions were provided to the customer. At the time this complaint was received, philips did not have enough information to exclude the complaint as reportable. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This is a general dissatisfaction, not concerning a specific clinical occurrence. Therefore, this complaint was re-evaluated as non-reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The reporting institution name, reporting address line 1 and the reporting address city have been updated.